Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the device onsite and was not able to duplicate the fluctuating map complaint. It was discovered that the power knob was very difficult to turn therefore, it was replaced. Circuit calibration and check out performance was performed. The unit was run for 30 minutes without issues.

Event description:
The customer reported a fluctuating map(mean airway pressure) on the 3100a ventilator. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.